Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during implant surgery macrostimulation with alligator clips, the 2 contacts showed impedance readings of less than 50 ohms. The physician grounded the red clip to the cannula for monopolar stimulation. The lead was replaced after the physician determined that the electrode was defective. The patient did not experience any injury.